Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported therapy was helping her but a week after implant she had bladder infection and therapy was not helping her since then. Patient stated she could feel stimulation and therapy was working. Patient stated she thinks she has an appointment with her hcp (B)(6) 2016. Patient was to speak with hcp office regarding not getting symptom relief. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.